Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.896 vs. Expected results = 0.016 ng/ml) from a single patient sample run on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected result was not reported from the laboratory. The customer retested the sample per customer policy prior to reporting. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci system. There was no evidence to suggest an instrument or reagent malfunction had occurred. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing issue could not be ruled out as a contributing factor.